Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with poor health history underwent an atrial fibrillation (afib) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac arrest and death. Patient was brought to the lab for an ep study and ablation. Ep study revealed atrioventricular nodal reentrant tachycardia (avnrt) and ablation was performed for avnrt to start with a 4 mm tip ablation catheter. Patient reportedly had atrial tachycardia and so decided to proceed with pulmonary vein isolation (pvi) for afib and finish with cavotricuspid isthmus (cti) ablation. Ablations were successfully completed. No biosense webster, inc. Product malfunctions nor error messages were reported. Intracardiac echo (ice) was used and patient was evaluated for pericardial effusion before and after the procedure. No effusion was found. Patient stayed overnight in the hospital. That evening, patient was noted to have asystole. Patient was intubated and resuscitation efforts were initiated, the patient had return of spontaneous circulation and was transferred to the intensive care unit (ICU). ECG showed no atrioventricular block but did show sinus arrest. Arterial blood gas showed a metabolic acidosis and echocardiogram was performed which showed no evidence of effusion. While in ICU, patient had a second asystolic arrest and expired. The physician did not believe the...